Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported the patient was not having therapeutic relief since (B)(6) 2016. The hcp and representative had been working with her and it had been about a week. Additional information received 8 days later via the hcp reported the device was not working although troubleshooting had been done. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be submitted.